Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible on the balloon and contrast in the inflation lumen, which is consistent with handling and preparation. The stent was dislodged from the balloon and not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The protective sheath was returned with two kinks noted. The inner diameter of the protective sheath was measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Return of the dislodged stent may have aided in the investigation and determination of the cause. It is possible the stent was inadvertently handled during removal of the protective sheath, contributing to the noted kinks in the sheath and stent dislodgement, however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could contribute to this report. In this case, a conclusive cause for the reported stent dislodgement could not be determined.

Event description:
It was reported that during unpacking of the device, the physician noted that the multi-link vision stent was not crimped to the balloon. The stent was found on the shaft prior to use. The stent delivery system was therefore replaced and the procedure was completed with another device. No adverse patient effects were reported. No additional information was provided.